Event description:
It was reported that during a procedure for prolapsed hemorrhoids, a purse string suture was performed and the tissue area was located that needed to be removed. Some problems were experienced in pulling out the device, thus the surgeon decided to cut the threads of the anascopy, in order to prevent any damage to the patient. When the surgeon got to pull out the pph, he realized that near the tip of the device there was still the rectum with the tobacco bag suture as a whole. It was noticed that the majority of the staples were open and the blade went out causing a cutting of the distal rectum. As a consequence, a serious bleeding was noticed on the staple line. Immediately, the surgeon cut the tobacco bag suture, checked the hemostasis and then performed manual rectum-anal anastomosis. The patient needed blood transfusion and underwent a cat scan. It was showed that about 1/3 of the staples revealed a peri-anastomotic fibrotic reaction. After two months post-op, the patient is fine